Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital feeling dizzy and light headed. Interrogation showed oversensing, which caused the patient to be symptomatic. Device was reprogrammed and remains implanted.patient will be monitored. Patient's condition after the event was good.